Event description:
Boston scientific received information that this device was just implanted and due to very high atrial thresholds, the caller wanted to turn on automatic capture (ac) in the ventricle. An automatic threshold test was performed which was successful at an output of 1.7v. The caller then attempted to demonstrate an automatic threshold test to the clinicians and it did not work as the device did not successfully detect loss of capture (loc). The patient has third degree heart block so there was a pacing pause of 3-4 seconds. A second test was attempted and the device failed to sense that it did not capture and the patient flatlined again. Therefore, the right ventricular (rv) output was set to a fixed value and ac is not being utilized. The boston scientific sales representative instructed the follow-up clinicians to not use ac for this patient. The representative noted that this was the first time he had seen ac not work. No adverse patient effects were reported.

Manufacturer narrative:
The caller discussed the clinical observations and troubleshooting with a boston scientific technical service consultant. The patient was followed again and the issues were not able to be replicated. It is suspected that there was a loss of radio frequency was lost and was missed which resulted in the threshold test going from automatic to manual without being aware. Three automatic threshold tests were performed successfully at the patient's post operative check up. No other adverse events have been reported. This product issue will be updated if additional information is received.